Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing and there were no anomalies noted in the pump logs.

Event description:
It was reported that the managing physician suspected a catheter issue due to the patient¿s increased spasticity. There was no suspected issue with the pump, but the physician opted to replace the entire system to remove all of the variables. The device system had been used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.